Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 64 malfunction events. 48 events were due to the device failing to osseointegrate ((B)(4)). 8 events were due to loss of osseointegration ((B)(4)). 6 events involved fracture of the device or a component ((B)(4)). In 5 events, it was reported that a device or a device component was cracked ((B)(4)). In 1 event, the device was malpositioned ((B)(4)). In 1 event, there was no known device problem reported ((B)(4)). In 1 event, a positioning failure was reported ((B)(4)). In 54 events, there was no device problem found during evaluation. In 6 events, a fracture of a device or device component was found during evaluation. In 7 events, a stress problem was identified during evaluation. In 2 events, an operational problem was identified. In 2 events, there are no findings available because the device was not returned for evaluation. In 64 events, these are known inherent risk of the procedure. Furthermore, in 12 events, the device failure was found to be related to the patient's condition. In 1 event, a user error caused or contributed to the event.

Event description:
This report summarizes <noe> 64 </noe> malfunction events. This report summarizes 64 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 11 events where infection occurred. 8 events where inflammation occurred. 6 events where patients' experienced osteolysis. 5 events where erosion occurred. 1 event where a patient experienced sinus perforation.